Event description:
It was reported that the patient experienced an inadequate stimulation due to the implantable pulse generator (ipg) that was not working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient had a higher-than-normal therapeutic settings or levels. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient experienced an inadequate stimulation due to the implantable pulse generator (ipg) that was not working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.